Manufacturer narrative:
Patient identifier and weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a procedure to repair a transverse two-part patella fracture on (B)(6) 2018 in which the 4.0mm cannulated screw system. The surgeon had reduced the fracture and inserted two (2) 54mm 4.0mm cannulated screws. Surgeon then attempted to remove one of the screws when it broke in half. A portion of the broken screw remained well inside the patella. Trephines from the screw removal set were used to remove the broken portion in the patella. Another screw was then inserted. Surgery was completed satisfactorily with a delay of approximately 30 minutes. Concomitant device reported: 4.0mm cannulated screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.